Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6)-2016 it was reported that the pump was alarming. The patient had missed a pump refill. The patient didn't have a pump managing physician. The patient was looking for a physician that would take workman's comp. No patient symptoms were reported. Additional information was received from a consumer on (B)(6)-2016 and it was reported that the pump had been critically alarming for the last 6-7 days. The patient was due for a pump refill but could not find a healthcare professional to refill his pump. In (B)(6) 2015 a physician refilled his pump, but after he got the worker's comp approval, the physician declined to continue refilling the pump. They were directed to the ER (emergency room), but the ER informed the patient that there was nothing they could do for him. The patient was having withdrawal symptoms including headaches and restlessness. The symptoms had come on suddenly. The resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.